Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), while attempting simultaneous gripper actuation, both grippers would not raise or lower. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.